Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced an estimated glucose value (egv) of 55 mg/dl, eight days after applying the sensor to the arm. The patient was asymptomatic, did not perform a fingerstick (fs) blood glucose check, and self-treated with carbohydrates. Despite this, both the cgm receiver and mobile app continued to display ¿low¿ without a specified value for several hours. Throughout the day, the patient¿s egv fluctuated between 40¿70 mg/dl, with no fs checks performed. After consuming additional carbohydrates, the patient contacted their physician, who advised them to go to the emergency room (ER) due to symptoms of extreme thirst and frequent urination. The patient had also powered off their insulin pump, though it was unclear whether the pump had been operating in a modified closed-loop mode prior to shutdown. Upon arrival at the ER, a fingerstick blood glucose test revealed a value over 500 mg/dl, and subsequent lab work showed a bg of approximately 736 mg/dl. The cgm continued to display ¿low¿ without a numeric value. While awaiting admission, the patient manually administered 8 units of insulin (2 units every 30 minutes) and engaged in physical activity (walking). A follow-up bg test showed a decrease to 525 mg/dl, while the cgm still read ¿low.¿ the patient was not admitted. The attending physician determined that as long as the patient could manually monitor bg and administer insulin, discharge was appropriate. The patient remained in the hospital for approximately 3.5 to 4 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.